Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a low glucose event. The following example set was provided: on (B)(6) 2025 10:32 pm sg oorl - bg 247 mg/dl. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 10:32 pm sg 42 - bg 247 mg/dl. After dms review, we confirmed that the user received a "low glucose" (ec14) alert at 10:12:40 pm, when the sg was 61 mg/dl the user didn't seek for medical treatment and didn't treat for the event since his bg value was within expected values. User's hcp isn't aware of the event an was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported experiencing a low glucose event. The following example was provided: on (B)(6) 2025, at 10:32 pm, the sensor glucose (sg) displayed an out of range low alert, while a blood glucose (bg) value of 247 mg/dl was reported by the user.review of the data management system (dms) confirmed that on (B)(6) 2025, at 10:32 pm, the sg value was 42 mg/dl. No bg value was entered in dms at that time. Review of the alert history further confirmed that the user received a low glucose alert at the reported time, as the sg value was below the low alert threshold of 65 mg/dl.the user did not seek medical treatment. The user's healthcare provider (hcp) was not aware of the event; the user was advised to follow up with their hcp for further medical guidance.in an associated case of sensor inaccuracy (MFR#3009862700-2025-00885), on (B)(6) 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance deviation, and an RMA was authorized for the return of the sensor for further investigation. The sensor was returned; however, in-house testing could not be performed as the sensor was not readable due to a potential sensor electronic issue, which was not observed in the sensor in vivo data. The electronic failure likely happened during handling after the explant process or transportation of the sensor to senseonics and is unrelated to the complaint. A review of the sensor in-vivo data revealed optical instability which most likely contributed to the inaccuracies observed. The user was offered a sensor replacement as a resolution. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.